Event description:
The user experienced an ongoing issue with questionable low ion selective electrode (ise) - sodium results. The user provided data for 14 patient samples initially tested on (B)(6) 2010. Of the provided data, the results for one patient sample were discrepant. The initial result was 134 mmol/l with a data flag and the repeat result on (B)(6) 2010 was 140 mmol/l. The initial result was reported outside the laboratory. The patient was not treated based on the result as the physician had questioned the result and requested a repeat test for sodium. The sodium electrode lot number was 21502026. The field service representative determined the electrodes needed to be etched. He advised the user to perform electrode service and recheck the results. He performed an ise module check and investigated the sample handling. To verify the analyzer operation, he ran diagnostic checks on the ise module with acceptable results. The user verified the ise results were normal. The field application specialist found the ise solutions on the ise rack were onboard much longer than the stated onboard stability. The customer replaced the solutions, recalibrated and ran quality controls. The controls recovered in range and close to the mean. The field application specialist provided and reviewed the onboard stabilities for all the ise solutions and auxiliary reagents.